Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 19538944, UDI: (B)(4), serial: (B)(6), batch: 8754819.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patients lead had migrated. Surgical intervention was undertaken on (B)(6) 2023, where the lead was explanted and replaced. During the procedure the ipg became inoperable. The ipg was also explanted and replaced during the procedure. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.